Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm stuck button. Customer's blood glucose at time of incident was 9.0mmol/l. Customer stated that did not press a button down for 3 minutes or longer. The customer was advised to revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
The pump was received with intermittent button response/stuck button due to corroded keypad traces. The connector was inspected and it was properly connected. Unable to perform the displacement, rewind, seating and basic occlusion due to the intermittent button/stuck button anomaly. The pump was received with a scratched case, a cracked case at the battery tube side and a fading serial number label.